Event description:
It was reported that the width between scale marking units on the bd ultra-fine¿ ii insulin syringe was greater than normal. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about a defective scale marking. According to the customer's report, the width between units is wider in the complaint product than in other products.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown initial reporter e-mail: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the width between scale marking units on the bd ultra-fine¿ ii insulin syringe was greater than normal. The following information was provided by the initial reporter, translated from japanese: "this is a report about a defective scale marking. According to the customer's report, the width between units is wider in the complaint product than in other products."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 07oct2022. H6: investigation summary: unable to perform complaint lot history check for scale marking defective due to unknown lot number. Investigation summary: customer returned (2) loose 0.5ml bd insulin syringes. The customer reported that the scale marking was defective; the width between units in the complaint product is wider than in other products. The samples were examined, then tested using a 0.5ml plug gauge. It observed that 1 of the syringes featured a print scale where the leading edge of the 5- unit scale marking did not fall within the accepted range of the plug gauge (see attached photos). Manufacturing (holdrege) will be notified of the observed issue. Due to the batch being unknown, no DHR review can be completed. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Date complaint received in holdrege: 10th oct 2022. Catalog and batch #: unknown. Catalog description: 0.5ml syringe. Issue: scale marking. Analysis of sample: the returned syringe was examined, and the samples were tested using a 0.5ml plug gauge. It observed that 1 of the syringes featured a print scale where the leading edge of the 5- unit scale marking did not fall within the accepted range of the plug gauge. Process: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Investigation: unable to perform DHR check for scale misaligned due to unknown lot number. Unable to check dispatch history in leading to lean pertaining to this complaint. Quality: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.